Event description:
The customer reported, the images are dark in lateral shots. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier inputs circuits. System operates as intended. (B)(4).